Manufacturer narrative:
The device was returned to edwards for visual evaluation. As received, wireform near leaflets 1 and 2 were cut. Commissure 2 wireform was cut and not returned with the device. Leaflets 1 and 2 also appeared to have cut sections, which were not returned with the device. Heavy calcification was observed in the remaining cusp areas of all three leaflets. Moderate to heavy calcification was observed in the remaining free margin of leaflet 1, heavy calcification was observed in the remaining free margin of leaflet 2, as well as in the free margin of leaflet 3. Calcification was observed near the regions of the leaflet tears at commisures 1 and 3. Incidental findings include minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice and moderate host tissue on stent inflow. Hematoma was observed on all three leaflets on the outflow aspect. The xray demonstrated cut wireform and commissures 1 and 3 wireform distorted. Wireform near leaflet 2 and commissure 1 was exposed on the outflow aspect. Based on the condition of the device returned, it is possible that calcification led to stenosis. The device was returned to edwards in a condition that makes evaluation inconclusive. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Implant date: unknown. Device has been returned. Evaluation is anticipated but has not yet begun. A supplemental report will be submitted once evaluation results are received.

Event description:
Edwards received information that this 23mm pericardial aortic valve, implant duration unknown, was explanted due to unknown reasons. Several attempts have been made to obtain additional details on the event and patient. No further information has been received. Should new information be received at a later date, a supplemental MDR will be submitted.

Event description:
Further investigation revealed that this bioprosthetic aortic valve was explanted due to aortic stenosis and aortic insufficiency. Operative findings included a heavily degenerated valve, calcification, and fracture of the free margin of the right coronary leaflet. There also appeared to be a paravalvular leak (pvl). A 23mm pericardial replacement valve was implanted in the aortic position. The patient tolerated the procedure satisfactorily and reported to be in stable condition post-operatively.